Manufacturer narrative:
A technical review was conducted of this device's behavior. It was concluded that the device most likely experienced a single event upset (seu). This device condition resulted in the reported unusual sensing and shock behavior. This condition was recognized by the device's internal diagnostics. The device reset within one hour after this event as expected. The device exhibited normal behavior and normal impedance measurements after the device had reset. A consensus was reached by multiple engineering teams and technical services that the device's tachycardia mode should be reprogrammed on with follow-up pii every couple of days to verify normal operation. The technical service's consultant has made multiple attempts to contact the device-following clinic to inform them of this situation with the recommendation to reprogram the device's tachycardia mode back on. Boston scientific received information that this patient has not been seen in-clinic to date. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care provider (hcp) contacted boston scientific's technical services. The hcp reported that this patient was admitted into the emergency room (ER) following delivery of five inappropriate shock therapies. The technical service's consultant was informed that a review of stored latitude data identified alerts for shock delivery and out-of-range shock impedance. Episode #001 was reviewed and the initial sensing by the device appeared to be normal. Sensing is then interrupted (sensing drop-out) followed by normal sensing and then sensing drop-out. The shock impedance was listed as oor (out-of-range). The local representative was contacted to interrogate this device. Upon interrogation, a red screen with "hi" impedance message was displayed on the programmer. Capture of current sensing was obtained and appeared normal. Am s-ECG was acquired and was sent to technical services for review. A manual low voltage test was normal. A review of a save-to-disk by boston scientific's engineering team found that the device appeared to be functioning normally. The patient has requested no further interaction with the device and does not want the tachycardia therapy programmed on. Boston scientific recommended reprogramming of tachycardia therapy on with follow-up patient initiated interrogations (pii) every couple of days to confirm continued normal device operation. The technical service's consultant was informed that memory corruption had occurred which resulted in a device reset and recovery. The patient refused to have tachycardia therapy reprogrammed on.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
Boston scientific received information that this health care provider (hcp) contacted boston scientific's technical services. The hcp reported that this patient was admitted into the emergency room (ER) following delivery of five inappropriate shock therapies. The technical service's consultant was informed that a review of stored latitude data identified alerts for shock delivery and out-of-range shock impedance. Episode #001 was reviewed and the initial sensing by the device appeared to be normal. Sensing is then interrupted (sensing drop-out) followed by normal sensing and then sensing drop-out. The shock impedance was listed as oor (out-of-range). The local representative was contacted to interrogate this device. Upon interrogation, a red screen with "hi" impedance message was displayed on the programmer. Capture of current sensing was obtained and appeared normal. Am s-ECG was acquired and was sent to technical services for review. A manual low voltage test was normal. A review of a save-to-disk by boston scientific's engineering team found that the device appeared to be functioning normally. The patient has requested no further interaction with the device and does not want the tachycardia therapy programmed on. Boston scientific recommended reprogramming of tachycardia therapy on with follow-up patient initiated interrogations (pii) every couple of days to confirm continued normal device operation. The technical service's consultant was informed that memory corruption had occurred which resulted in a device reset and recovery. The patient refused to have tachycardia therapy reprogrammed on. No adverse patient effects were reported. This device remains in service.a technical review was conducted of this device's behavior. It was concluded that the device most likely experienced a single event upset (seu). This device condition resulted in the reported unusual sensing and shock behavior. This condition was recognized by the device's internal diagnostics. The device reset within one hour after this event as expected. The device exhibited normal behavior and normal impedance measurements after the device had reset. A consensus was reached by multiple engineering teams and technical services that the device's tachycardia mode should be reprogrammed on with follow-up pii every couple of days to verify normal operation. The technical service's consultant has made multiple attempts to contact the device-following clinic to inform them of this situation with the recommendation to reprogram the device's tachycardia mode back on. Boston scientific received information that this patient has not been seen in-clinic to date. This investigation will be updated should further information be provided.